Manufacturer narrative:
The investigation for the product damage has been completed. The impella 5.5 pump was returned. Upon visual inspection, no biomaterial or damaged impeller blades were observed. Cannula kink was found during inspection. Data logs were reviewed, and suction alarm were observed with low flows during the entire case. The cause of the low pump flow issue was due to a kinked cannula per return product investigation and clinical review. Added-h6 med dev prob code 1248, h6 impact code 4629, h6 component code 925.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was implanted an impella 5.5 device for support coming off bypass. The impella pump was placed with difficulty. The team was successful with the impella 5.5 via an .018 v18 guidewire. The pump was placed, but the pump had low flows and suction. This prompted the decision to explant and place a new impella 5.5 pump. It was noted upon explant, a kink was visible above the motor of the catheter. There was no report of harm to the patient.